Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the stylus and the arrow on the screen did not align and when attempting to interrogate a pacemaker errors were generated, and the media bay door latch was bent. The overlay/bezel assembly was replaced and the stylus calibrated, the link electronic module board was reseated, the hard drive reconfigured and the software reloaded and the media bay door was replaced to resolve all. Concomitant medical products: product ID: r2290, software analyzer. (B)(4).